Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the atrial lead impedance was reading zero. Infrequent atrial sensing was also noted and that the newly implanted device from (B)(6) was programmed to vvi. The lead is still in use. No patient complications have been reported as a result of this event.